Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component for evaluation. The suspect part was installed in a known good vela ventilator unit. The fa lab was able to duplicate the reported issue of a "xdcr (transducer) fault" error followed by "motor fault" and "vent inop (inoperable)" alarms. This issue will be internally investigated.

Event description:
The customer reported that this vela ventilator had a "xdcr (transducer) fault" error followed by "motor fault" and "vent inop (inoperable)" alarms while being used on a patient. The customer stated that there was no injury or harm associated with this reported event. Alternate ventilation was provided by changing out the unit with a known good unit.